Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 407 mg/dl. The customer was advised that the open caused by site and set issues. The customer was treated with injections. The customer was advised to change the entire set, reservoir and insulin and treat per healthcare provider instructions. The customer was advised that the bent cannula will lead to elevated blood glucose and to consult with healthcare provider to look at settings.